Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2012; c3tr01 device, implanted: (B)(6) 2012. In the future, a supplemental report will be issued.

Event description:
It was reported that low-voltage right ventricular (rv) pacing lead exhibited a high pacing threshold and high pacing impedance. It was noted the rv lead was not being used for stimulation due to hemodynamic reasons and due to the high threshold; the lead was only being used for sensing. It was added the lead may be abandoned in the future, however, it remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was noted the rv lead will be capped at a scheduled revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained, which indicated the rv lead had been reprogrammed to inactivate the rv pacing function once the high impedance and high threshold were noted. No patient complications have been reported as a result of this event.